Event description:
Patient returned to the or for bowel perforation and adhesions. The surgeon dictated in his surgical report that the mesh that had been placed a week previous had, under pressure, split in the mid-portion. The mesh was removed and none replaced.

Event description:
Patient returned to the or for bowel perforation and adhesions. The surgeon dictated in his surgical report that the mesh that had been placed a week previous had, under pressure, split in the mid-portion. The mesh was removed and none replaced.